Manufacturer narrative:
Hamilton medical ag comes to the conclusion: no patient harm. Intervention was necessary. Investigation initiated. Investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: device has entered during ventilation in ambient state (ventilation stops).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: hamilton medical ag considered this cer (B)(4) risk ID 171.1 with severity 1 as a reportable event. The root cause analysis on the logfiles analysis is related to the main board (B)(6). Following a root cause analysis, the ambient state happened during ventilation the last alarm before the ambient state happened > 2. H before (disconnection on patient side condition removed). The device was ventilating in spont mode at the time of the event. The ambient on the panel seems to have occurred before the ambient reported by the vu. The indicated information is unclear about whether the blower or the power supply or the main board has an issue. The first message indicates an issue with the main board rather than the blower. After the ambient happened, the device works as intended. The ventilator has been taken out of service and the re-calibration routine was executed. Mainboard msp (B)(6) was replaced and confirmed. All technical service software was performed and documented with no deviation. The part was not returned for an internal investigation. No rga was requested for the mainboard (B)(6) the ventilator was brought back into service. The issue is not likely to be serious to public health but has the potential to cause serious injury or death if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation, it is confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not in use with a patient. No patient harm or involvement has been confirmed. No further investigation or correction will be performed except those mentioned above. Hamilton medical ag demonstrates "good faith" in any failed attempts to obtain required data and a "good effort faith" to obtain additional information including a request by e-mail to request information for the reportable event. Summary: defective mainboard, replaced it.

Event description:
The following was reported to the hamilton medical ag: device has entered during ventilation in ambient state (ventilation stops).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause a defective blower driver on the mainboard. In consequence the mainboard has been replaced. There was no patient or user harm reported.

Event description:
The following was reported to the hamilton medical ag: device has entered during ventilation in ambient state (ventilation stops).